Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) sensor failed during testing " was confirmed through occlusion test and delivery accuracy test. The dso sensor was defective and therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) sensor failed during testing¿; during device evaluation it was found the dso sensor was defective. No further information provided.